Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they changed programming twice and the second one is working well. Most of the pain resolved with the new settings.

Event description:
Additional information received from the consumer reported the patient hit the back of their head at home at some point but didn¿t think it hard the implanted components. The impedance issue had been discovered on november 5, 2021 and the impedances had been in the 700-713 range, but then the impedance jumped to 2,300 so the neurologist was sending the patient through trying various groups using different contacts to work around the impedance issue. The patient was still on the two groups and the comfort level wasn¿t satisfactory because the patient was still experiencing enough pain to be concerned. The healthcare provider (hcp) said if the lead wire was completely broken the impedances would be higher and there was no change in how quickly the implant depleted. An appointment was scheduled with the hcp for (B)(6) 2021 as the issue continued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note that this device was used in an off-label manner as it was implanted for dystonia. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been experiencing some pain over the last 3 weeks that they couldn't get rid of, so their managing healthcare provider (hcp) checked the deep brain stimulation (dbs) system. They found that impedance was extremely high on the right implant and the contact (electrode on lead) that was being used wasn't successful. The hcp set the patient on an alternate contact and so far this new setting hasn't been successful but it has only been 2 days. The circumstances that led to the reported issue were asked but unknown.